Event description:
It was reported that the device had nuisance ail alarms where clinician did not push the tubing back into the ail sensor. This was reported to bd associate during their site visit and no further information was provided and the device will not be sent to bd for investigation. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that the device had nuisance ail alarms where clinician did not push the tubing back into the ail sensor. This was reported to bd associate during their site visit and no further information was provided and the device will not be sent to bd for investigation. There was patient involvement but no harm.